Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced and aligned the integrated multisensor (imt) module and performed two advanced cleans. The imt sensor was also replaced. The cse also performed quick checks and system was fully functional upon departure. The discrepant results had low fluid verify readings accompanied with low fluid delta readings which is an indicator of a fluid flow issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium patient result was obtained on a dimension vista 500 instrument. The initial result was reported to the physician(s). The patient was admitted to a hospital for a redraw. The redrawn sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium patient result.